Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged when the temporary pacing wire was taken out from the right groin after pocket closure. No intervention was done at that time as the ra lead still has the ability to capture. The ra lead remains in service. No adverse patient effects were reported.